Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected battery loss. Customer's blood glucose value was 117 mg/dl at the time of the incident. Customer states the battery cap is not loose, cracked or damaged. Customer also states that they received insert battery then replace battery now alert. The customer was assisted with troubleshooting. Device will not be returned for analysis.